Event description:
The following has been reported:Biomed reported: Tubing set issueThe pump pins have been cleaned well with alcohol, and multiple cassettes have been used to troubleshoot pump. No patient harm was reported.A preliminary review identified the following issue: Mechanical Hardware Failure (AV Sticky Valve).An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.Additional information is needed to complete the investigation.